Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, high, out of range, high voltage lead impedance issue was observed. No other electrical anomalies were observed. Patient had poor prognosis and physician elected to monitor the lead and the patient for now and if the patient¿s condition got worse then the physician elected to disable the device tachycardia therapy. On (B)(6) 2018 patient was presented to the emergency room for unrelated issues and patient had low kidney function. On (B)(6) 2018 device therapy was turned off and the device remains implanted. Patient was discharged to hospice home care. No further information available.